Event description:
Spontaneous report, from us local reference #: (B)(4). Quality complaint was opened: reference #: (B)(4). This initial serious case report was received on 22-sep-2022 from dentist by dealer and forwarded to septodont on (B)(6) 2022 by email. This case describes an accidental needle stick with suspected device patterson 27ga long needle and patterson 30ga short needle in a male dentist of unknown age and with unspecified medical history. It was reported that the caps of the products were loose and fall off easily. On an unknown date, the dentist used the products for an unknown procedure. After this, he capped the needle and put it back on his tray. The cap fell off and the dentist didn't notice it and stuck himself while getting items off the tray. It was reported that this occurred numerous times. No information was provided regarding corrective actions taken. Information on the batch and expiry for patterson 27ga long needle: unknown. Information on the batch and expiry for patterson 30ga short needle: unknown. At the time of this report, the outcome was unknown. This case was considered serious by the company with seriousness criteria "other medically important condition" for pt "injury associated with device" and "exposure to contaminated device". Manufacturer's preliminary comments: based on the first information available, the report described an accidental needle stick with suspected device patterson 27ga long needle and patterson 30ga short needle in a dentist. It was reported that the caps of the products were loose and fall off easily and this happened several times. A detachment of the protective cap could be due to a quality defect of the device such as incorrect dimension of the outer diameter of the cap. Therefore, pending quality investigations results and/or additional information, the main root cause can not be determined. Based on the preliminary analysis, pending quality investigation and additional information, no CAPA is required.

Event description:
Spontaneous report, from us. Local reference #: (B)(4). Quality complaint was opened: reference #: (B)(4). This initial serious case report was received on 22-sep-2022 from dentist by dealer and forwarded to septodont on 26-sep-2022 by email. Follow-up #1 was received on 02-dec-2022 from the quality department. This case describes an accidental needle stick with suspected device patterson 27ga long needle and patterson 30ga short needle in a male dentist of unknown age and with unspecified medical history. It was reported that the caps of the products were loose and fall off easily. On an unknown date, the dentist used the products for an unknown procedure. After this, he capped the needle and put it back on his tray. The cap fell off and the dentist didn't notice it and stuck himself while getting items off the tray. It was reported that this occurred numerous times. No information was provided regarding corrective actions taken. Information on the batch and expiry for patterson 27ga long needle: unknown. Information on the batch and expiry for patterson 30ga short needle: unknown. At the time of this report, the outcome was unknown. This case was considered serious by the company with seriousness criteria "other medically important condition" for pt "injury associated with device" and "exposure to contaminated device". Fup #1: received qir from the quality department. Manufacturer's preliminary comments: based on the first information available, the report described an accidental needle stick with suspected device patterson 27ga long needle and patterson 30ga short needle in a dentist. It was reported that the caps of the products were loose and fall off easily and this happened several times. A detachment of the protective cap could be due to a quality defect of the device such as incorrect dimension of the outer diameter of the cap. Therefore, pending quality investigations results and/or additional information, the main root cause can not be determined. Based on the preliminary analysis, pending quality investigation and additional information, no CAPA is required.

Manufacturer narrative:
Manufacturer's final comments: for this complaint, no samples and batch number are available for investigation. However, following a previous technical investigation already done : - no fallen cap during the test of holding cap and hub before use. - the claimed defect could be occurred when unscrewing needles and the cartridge inside and connected, the cap could fall off. Following the defect replication simulation test already done, for better use, during removing we recommend user to hold the hub and not the edge of the cap, then unscrewing without cartridge inside. Therefore, the final root cause remains unidentified and misuse cannot be excluded since no sufficient information. Description of remedial action/corrective action/preventive action/field safety corrective action (fsca): no received samples and no available batch number, the root cause remains unidentified for this complaint. Misuse cannot be excluded since no sufficient information is available. Therefore, no specific corrective action to be implemented regarding this complaint. No quality investigation done. No root cause identified (misuse: possible). No corrective action is needed for safety reasons. Amendment/corrected data: the MDR adverse event coding has been updated following cases review during safety reports authoring.

Event description:
Spontaneous report, from us local reference #: (B)(4) quality complaint was opened: reference #: (B)(4) this initial serious case report was received on (B)(6) 2022 from dentist by dealer and forwarded to septodont on (B)(6) 2022 by email. Follow-up #1 was received on (B)(6) 2022 from the quality department. This case describes an accidental needle stick with suspected device patterson 27ga long needle and patterson 30ga short needle in a male dentist of unknown age and with unspecified medical history. It was reported that the caps of the products were loose and fall off easily. On an unknown date, the dentist used the products for an unknown procedure. After this, he capped the needle and put it back on his tray. The cap fell off and the dentist didn't notice it and stuck himself while getting items off the tray. It was reported that this occurred numerous times. No information was provided regarding corrective actions taken. Information on the batch and expiry for patterson 27ga long needle: unknown information on the batch and expiry for patterson 30ga short needle: unknown at the time of this report, the outcome was unknown. This case was considered serious by the company with seriousness criteria "other medically important condition" for pt "injury associated with device" and "exposure to contaminated device". Fup #1: received qir from the quality department. Manufacturer's preliminary comments: based on the first information available, the report described an accidental needle stick with suspected device patterson 27ga long needle and patterson 30ga short needle in a dentist. It was reported that the caps of the products were loose and fall off easily and this happened several times. A detachment of the protective cap could be due to a quality defect of the device such as incorrect dimension of the outer diameter of the cap. Therefore, pending quality investigations results and/or additional information, the main root cause can not be determined. Based on the preliminary analysis, pending quality investigation and additional information, no CAPA is required.